Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack in reservoir compartment. Blood glucose was 138 mg/dl. Troubleshooting was performed. Customer reported that sometimes ring of the reservoir was hard to lock in place when inserting into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and cracked case at the reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.